Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.